Event description:
Synovitis[synovitis]. Effusion in both knees [joint effusion]. Total knee replacement [knee arthroplasty]. Fifth metatarsal fracture [foot fracture]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a male patient, initials unknown with osteoarthritis (grade 4 with prior effusion of 1-2+). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (2 courses) and knee hurt (by second course synvisc injection). On (B)(6) 2003, the patient initiated treatment with first intra-articular synvisc (hylan g-f 20) injection in both knees (dosage regimen not provided). The lot number for synvisc was not provided. On an unspecified date in (B)(6) 2003, the patient received second synvisc injection. On an unspecified date in (B)(6) 2003, the patient had effusion in both knees where 13 cc of clear yellow fluid was aspirated from left knee and 07 cc clear yellow fluid from right knee. On (B)(6) 2003, the patient experienced first episode of synovitis in left knee which recovered in 48 hours. The same day, the patient experienced second episode of synovitis in the right knee. On (B)(6) 2003, the patient received third synvisc injection. In (B)(6) 2003 (56 days after (B)(6) 2003), the patient recovered from the event of synovitis in both knees after treatment with intramuscular betamethasone. On (B)(6) 2004, the patient had the fifth metatarsal fracture. On (B)(6) 2005, the patient underwent total knee replacement (tkr) in left knee. On (B)(6) 2005, the patient underwent tkr of right knee. The action taken with synvisc was not provided. The outcome for the event of effusion in metatarsal fracture, effusion in both knees and tkr was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of both knees was assessed as mild; moderate for effusion in both knees and was not provided for metatarsal fracture and tkr. The reporting physician assessed the relationship between synvisc and the event of synovitis in both knees as definitely related, unrelated with tkr and metatarsal fracture and did not provide with the event of effusion in both knees. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Manufacturer's comment: this case belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.